Event description:
On (B)(6) 2011 pt reported the up and down arrow buttons on her infusion device are not always responding. Pt stated they will respond but she had to press really hard to get them to respond. Pt reported the buttons are "wearing out". Pt stated the rubber is still on the buttons but she just means they won't work unless she presses hard. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address issue. Product was replaced and requested return of the alleged infusion device for eval.